Event description:
It was reported at times the patient could not do the bolus but the nurses were able to do so. The patient was currently in the hospital due to side effects she was having from long term use of medications. The patient was having some "mental slippage" and was having trouble getting the handheld to work, the problems were described as "periodic". The patient had been in the hospital for 10 days and "so far [they had] not made any progress". The pump was used to infuse a "secret drug". Additional information received reported the manufacturer representative had spoken with the patients husband. It was stated the personal therapy manager (ptm) had been functioning properly. A bolus was successfully given to the patient and a check mark was seen on the ptm. An attempt was made to give another bolus immediately after the successful bolus to determine the lockout period. It was stated the patient was confused and it was user issue and not a device issue. Additional information received reported the patients hospitalization was "sort of related to the pump and sort of related to the pain". It was noted the patient had their ptm facing the wrong way when attempting a bolus. The pump was used to infuse asecret blend of drugs, including morphine and ketamine. Additional information received reported the patient was having issues remembering/understanding as she was older and was having issues with memory.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(4), product type catheter. (B)(4).